Event description:
A physician successfully placed two graftmaster stents in the coronary artery for the treatment of a large free perforation. Prior to the stenting, the pt was in cardiogenic shock. After the placement of the stents, the pt was stable. Four hours later the pt expired. The reported cause of death was cardiogenic shock.

Manufacturer narrative:
The device was not returned; however, the lot number was provided. Review of the device history record for this lot is forthcoming.